Event description:
Atrial fibrillation ablation was performed using the medtronic affera mapping system and sphere 9 catheter. Immediate post-procedure stroke in recovery was noted. Act was kept above the recommended level during the procedure with heparin.